Event description:
It was reported that this implantable lead was an attempted implant due to difficulty in positioning. Poor sensing was noted during multiple positioning attempts. Once the physician found a good sensing location, the pacing impedance value rose to 1200 ohms. Physician had to remove the lead from the body and extend the helix on the table due to unable to see helix on fluoroscopy. Helix was not able to extend fully after 20 turns. Physician decided to replace this lead with a new lead. It was noted that the screw was more extended on the new lead. The new lead was successfully implanted with no issues. Sensing, impedance and capture threshold were noted to be stable. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable lead was an attempted implant due to difficulty in positioning. Poor sensing was noted during multiple positioning attempts. Once the physician found a good sensing location, the pacing impedance value rose to 1200 ohms. Physician had to remove the lead from the body and extend the helix on the table due to unable to see helix on fluoroscopy. Helix was not able to extend fully after 20 turns. Physician decided to replace this lead with a new lead. It was noted that the screw was more extended on the new lead. The new lead was successfully implanted with no issues. Sensing, impedance and capture threshold were noted to be stable. No adverse patient effects were reported.